Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on the table top board pins. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.